Manufacturer narrative:
(B)(4). The product was returned and the product evaluation was done. There was no damage to the outer and aluminium pouches but on the inner pouch the sealing was found opened and the reported event was confirmed. The reported event could be confirmed. The review of the device manufacturing quality record indicate that (B)(4) designation biomet bone cement 1x40, reference 3035890011, batch a641aj1702 were manufactured on 03 february on 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue event described in the complaint. 7 similar complaints (including the current complaint) have been recorded for biomet bone cement 1x40 reference 3035890011, batch a641aj1702 on the reported event within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the packaging was perforated. As consequence there was a leaking of cement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the device manufacturing quality record indicate that 2951 products désignation biomet bone cement r40 ref (B)(4), batch (B)(4) were manufactured on 03 february on 2017. The device manufacturing quality record (of 3974791) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (complaint category inner cement open pouch sealing) event described in the complaint. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the packaging was perforated. As consequence there was a leaking of cement. No adverse event has been reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product was returned and the product evaluation was done. There was no damage to the outer and aluminium pouches but on the inner pouch the sealing was found opened and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the packaging was perforated. As consequence there was a leaking of cement. No adverse event has been reported.